Event description:
It was reported that the bd insyte¿ IV catheter 24ga 0.75in experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: without the bottom of component.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/11/2020 h.6. Investigation: two photos and one sample were received by our quality team for evaluation. Upon visual inspection, it was observed that the vent plug was missing; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a vision system in place at the packaging line to detect the missing components. The returned sample was used to challenge at the automated vision system at the packaging line and it was able to detect the non-conformance. This non-conformance might have happened outside of the manufacturing facility. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter 24ga 0.75in experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: without the bottom of component.